Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified and 90% stenotic left anterior descending artery (lad). The maverick2 balloon ruptured at 10 atm on the initial inflation. The procedure was completed with another same device. Pt status was reported as 'good.'